Manufacturer narrative:
B5: describe event or problem - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, a faradrive steerable sheath clear exhibited air ingress. No issues were noted during preparation of the sheath. The method of irrigation was via a pressure bag, and this was closed in the direction of the sheath to conduct the aspiration process. Upon insertion of a farawave catheter into the faradrive sheath and aspiration of the sheath, a flow of air bubbles were leaking out of the sheath through the valve. Notable air bubbles were noted in the sheath shaft and aspiration syringe. Only the farawave catheter and guidewire were in the sheath leading up to this event. The physician attempted to aspirate the sheath more than once to troubleshoot the event, however, this did not resolve the air. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for analysis as the device was retained by the healthcare facility. It was further reported that the device is available for return as soon as it is ready for collection from the hospital.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, a faradrive steerable sheath clear exhibited air ingress. No issues were noted during preparation of the sheath. The method of irrigation was via a pressure bag, and this was closed in the direction of the sheath to conduct the aspiration process. Upon insertion of a farawave catheter into the faradrive sheath and aspiration of the sheath, a flow of air bubbles were leaking out of the sheath through the valve. Notable air bubbles were noted in the sheath shaft and aspiration syringe. Only the farawave catheter and guidewire were in the sheath leading up to this event. The physician attempted to aspirate the sheath more than once to troubleshoot the event, however, this did not resolve the air. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, a faradrive steerable sheath clear exhibited air ingress. No issues were noted during preparation of the sheath. The method of irrigation was via a pressure bag, and this was closed in the direction of the sheath to conduct the aspiration process. Upon insertion of a farawave catheter into the faradrive sheath and aspiration of the sheath, a flow of air bubbles were leaking out of the sheath through the valve. Notable air bubbles were noted in the sheath shaft and aspiration syringe. Only the farawave catheter and guidewire were in the sheath leading up to this event. The physician attempted to aspirate the sheath more than once to troubleshoot the event, however, this did not resolve the air. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for analysis as the device was retained by the healthcare facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.